Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, a partial suture string and a fractured anchor were returned with debris on all items. The distal tip of the inner shaft of the insertion device is deformed. The anchor is fractured at the suture window with the distal tip missing. The returned suture is outside the anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder arthroscopy, a 4.5 mm footprint anchor was used, 1 ultrabraid (2 threads) was threaded and was started with the footprint initiator. At the moment of placing the anchor, it was impacted 2 times and the tip broke off. The broken pieces were retrieved from the patient. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported. The patient current status is stable.

Manufacturer narrative:
Internal complaint reference case (B)(4).